Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2019 by the journal of shoulder and elbow surgery titled ¿can a functional difference be detected in reverse arthroplasty with 135° versus 155° prosthesis for the treatment of rotator cuff arthropathy: a prospective randomized study¿. The study reviewed sixty-eight (68) patients who underwent arthroscopic repair of isolated slap-2 lesions using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty-eight (38) month follow-up period, four (4) patients experienced component malposition and loosening, and six (6) patients required revision surgery. Ref: gobezie, r., shishani, y., lederman, e. & denard, p. J. Can a functional difference be detected in reverse arthroplasty with 135° versus 155° prosthesis for the treatment of rotator cuff arthropathy: a prospective randomized study. J shoulder elbow surg 28, 813-818, doi:10.1016/j.jse.2018.11.064 (2019).